Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/06/2008

Event description:
The facility reported that at the end of the surgery, when the surgeon went to perform a final rinsing of the anterior chamber with a small quantity of irrigating solution before closing the wound, the cannula suddenly disconnected from the syringe and the needle went into the eye. A posterior capsular tear and vitreous loss occurred as a result of the violent shock wave. A vitrectomy had to be performed. Risk of complications was reported as possible vision impairment of the affected eye. The surgical staff checked the cannula under a microscope after the surgery and they saw it was a little damaged at its proximal end. One of the two plastic flanges was missing. Additional information has been requested.